Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided; best estimate is between (B)(6) 2019 and (B)(6) 2019. (B)(4). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. The device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxr00 21.5 diopter intraocular lens (iol) was implanted in the patient's left (os) eye on (B)(6) 2019. It was later explanted/exchanged on (B)(6) 2019 due to patient complaint of halo. There is no indication of surgical intervention required, and the lens is not being returned. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.